Manufacturer narrative:
The device's functionality was tested on the bench and was found to be normal. All impedance measurements were normal and x-ray of the device did not reveal any anomaly. The device was also examined under the microscope and no anomaly was observed.

Event description:
It was reported that high impedance was observed. The physician suspected a lead anomaly or loose setscrew connection. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.